Event description:
False positive covid19 pcrt t; I was tested at work for covid19 with a pcr test and 2 days later I was called and told it was positive. Since testing positive I have had 4 rapid tests, another pcr test and an antibody test, all of which were negative. I have never had a symptom. Where I work, they test every week and they are always getting false positives on people. I am the only one and went and did all the tests I did because I know I dont have it. Even the antibody test was negative. I have done another antibody test 2nd one, also negative. These tests are wrong and they need to be fixed. FDA safety report ID# (B)(4).